Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced pacemaker syndrome due to vvi pacing. The right atrial (ra) lead was completely fractured in the pocket. The ra lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead also developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.